Event description:
Information was received that reported a patient had been hospitalized in 2006, due to hypoglycemia. Reportedly, when the patient presented to the ER his blood glucose was 22. The patient reports that he has had some difficulties with the key pad, alleging that sometimes he must press the keys 5 to 15 times to get them to activate and alternatively ,occasionally ,the keys stick. The night of the incident the patient reports receiving 38 unrequested units of insulin.